Event description:
Agent ide study it was reported that in stent restenosis occurred. (B)(6) 2021, prior to index procedure, 80% stenosis at lmca extending up to prox lcx was treated with synergy drug eluting stent of unknown size. (B)(6) 2022 prior to the index procedure, the subject started experiencing recurrent angina and was referred for repeat catheterization. (B)(6) 2022, during the index procedure, the coronary angiography revealed in stent restenosis at the lmca extending up to ostial lcx. Lesions in the lmca to prox lcx were treated with the study device, successfully with 10% residual stenosis and timi flow of 3. The subject was discharged on clopidogrel on the same day. (B)(6) 2022, 97 days post the index procedure, the subject presented to the hospital with the complaint of chest pain in right side with exercise. (B)(6) 2022, 103 days post the index procedure, stress test revealed typical anginal symptoms with ischemic ECG changes at a fair workload. The subject was diagnosed with coronary artery disease due to in stent restenosis of left main coronary artery and left circumflex artery, which was treated during the index procedure. At the time of the event, the subject was on clopidogrel. The subject was recommended for repeat catheterization on a later date. (B)(6) 2022, 112 days post index procedure, 70% in stent restenosis at lmca extending up to prox lcx was initially predilated with a 3.5 mm x 12 mm nc emerge balloon and a 3.5 mm x 10 mm wolverine cutting balloon. Following the lesions were treated using a 4.5 mm x 8 mm (non bsc device). Post which, a 4.0 mm x 20 mm synergy megatron drug eluting stent was placed successfully. The lesion was then post dilated using a 4.0 mm x 8 mm and a 4.5 mm x 8 mm (non bsc balloon), successfully. Post-revascularization 0% stenosis with timi flow of 3 was noted. (B)(6) 2022, the event was considered recovered/resolved.